Event description:
It is reported that the articular surface was difficult to insert. Another implant of the same size was inserted with no problem.

Manufacturer narrative:
This report will be amended when our investigation is complete.